Event description:
It was reported b that during a laparoscopic low anterior resection, the staples of the specimen side were not deployed at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged drivers, and damaged one piece sled. The analysis found that the cartridge was received for analysis with the cartridge pan detached. Upon evaluation, the cartridge body and one piece sled were damaged; in addition, several drivers were missing. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? - rectum and anus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? -- 1st. Were any of the forces higher or lower than expected (closing, firing, or opening)? - no.